Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
Nurse reported via our sales rep, that she noticed during a procedure that the distal drilling failed several times. She mentioned that another device was available to complete the surgery successfully without any prolongation and impairment of the pt.